Event description:
This report summarizes one malfunction event. A review of the event indicated that model dl900f denali filter system experienced detachment of device and patient device interaction problem. Of this event, the device was used on the patient but there was no reported injury. The female patient¿s age and weight were not provided. The dl900f denali filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review. The complaint is still pending investigation.